Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 02-mar-2017 found that the customer is getting frequent "706" errors. Traced the problem to blockage between the 6-way valve and the injector valve. Replaced the stator seal, there was a lot of black debris on it. Also replaced the rotor seal and the sample loop. The customer was also getting short sampling on the sample cups, adjusted the z1-smpd parameter from 2200 to the default value of 2250. Adjusted the z1-smp parameter value from 2900 to 2925. Calibration successful, qc (quality control) run was in range, no errors occurred during the run. The most probable cause of the reported event was a blockage in the stator face seal.

Event description:
On (B)(6) 2017 the customer reported 706 syringe l error, intermittent low total areas on diluted samples with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.